Event description:
Provider alleges the consumer was using the vehicle lift and not elevated far and the wheelchair allegedly did not stop. The power wheelchair allegedly continued to move and allegedly fell off the lift. The patient allegedly fell one direction and the wheelchair allegedly went the other direction.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.